Event description:
The customer has reported via the mhra, that a revision case took place on (B)(6) 2014 of a left hip on a(B)(6) patient (dob (B)(6) ). The primary case took place on (B)(6) 2006. The customer has reported that the primary case took place as the patient was suffering from osteoarthritis. The customer has reported that the revision case was required due to loosening of femoral and acetabular components. The customer has reported that the components for the primary case were made up of an exeter v40 stem, an exeter v40 head and a depuy elite plus cup, the hip was cemented with palacos cement.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding loosening involving an exeter v40 stem 44mm no 1 was reported. The event was not confirmed. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specifications. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, medical records, and x-rays is needed to complete the investigation for determining the root cause.

Event description:
The customer has reported via the (B)(6), that a revision case took place on (B)(6) 2014 of a left hip on a (B)(6)patient (dob (B)(6) 1924). The primary case took place on (B)(6) 2006. The customer has reported that the primary case took place as the patient was suffering from osteoarthritis. The customer has reported that the revision case was required due to loosening of femoral and acetabular components. The customer has reported that the components for the primary case were made up of an exeter v40 stem, an exeter v40 head and a depuy elite plus cup, the hip was cemented with palacos cement.